Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 50 mg/dl or above. Low bg causes were not known. Reportedly, the customer's nutritionist adjusted the pump carb ratio settings to resolve previous low bg events; however, the customer continued to experience low bg levels. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.